Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: operative notes for the primary and revision surgeries were provided and reviewed; nothing exceptional was noted. X-rays were not provided. As such, the implant construct cannot be analyzed radiographically. Based on the available info, an exact cause for the reported fracture cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to fracture of the articular surface post.